Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13f27062 and h13h07037 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis event. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 3 involved in this peritonitis event.